Manufacturer narrative:
No trend considering the following event is identified: loosening. Event summary: it was reported that a patient underwent an initial shoulder procedure on (B)(6) 2014. Subsequently, the patient was revised due to loosening on (B)(6) 2017. It was reported that patient severe pain so the revision is performed. Review of received data: 3 x-rays were received. Two of them are dated with (B)(6) 2017 and one is dated with (B)(6) 2015. The quality of the x-rays are very poor. No specific statement can be made. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from surgical technique lit.no. 06.01028.012x and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning => possible: the provided x-rays are poor. No surgical reports were received. No statement about positioning can be made. Bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone => possible: the provided x-rays are poor. No surgical reports were received. No statement about positioning can be made. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone => possible: the provided x-rays are poor. No surgical reports were received. No statement about positioning can be made. Loosening due to wrong geometry of keel, wrong positioning, insufficient bone => possible: the provided x-rays are poor. No surgical reports were received. No statement about positioning can be made. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp => possible: the provided x-rays are poor. No surgical reports were received. No statement about positioning can be made. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp => possible: the provided x-rays are poor. No surgical reports were received. No statement about positioning can be made. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction => possible: as the device was not received no statement can be done. Conclusion summary: it was reported that a patient underwent an initial shoulder procedure on (B)(6) 2014. Subsequently, the patient was revised due to loosening on (B)(6) 2017. The device was approx. 3 years in vivo. The devices were not received; therefore the condition of the components is unknown. The quality of the provided x-rays are poor, no specific statement can be done. The device manufacturing quality records could not be reviewed as the lot number was not available. In conclusion, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is(B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder, humeral stem, uncemented, 14 on an unknown side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2017 due to to loosening and pain.